Manufacturer narrative:
Lot number is unk, therefore, unable to know manufacture date.

Event description:
It was reported to covidien on (B)(6)2010 that a stopcock had leaked/cracked where the tube connects to the stopcock several hours after use while on a pt.